Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, during a regular follow-up of the pacemaker involved in this MDR report on (B)(6) 2012, the battery impedance was at 4.68 kohm. During the next regular follow-up on (B)(6) 2013, the battery impedance was at 26.42 kohm (ie. The elective replacement indicator was already reached - it is reached when battery impedance is at 10 kohm or above). The device was reprogrammed in vvi mode and pacing pulses at 70min-1 were confirmed on ECG. Then during a sensing test, communication between the programmer and pacemaker was lost and at the same time, pacing delivery was also stopped and a cardiac arrest was confirmed. Escape beats finally appeared about 10-15 seconds. A temporary pacemaker catheter was inserted and pacing was secured from a temporary pacemaker. The pacemaker was reinterrogated; however, green lamps on the programmer head was not turned on and communication was not established. The device was removed on (B)(6) 2013 and returned for analysis.